Event description:
The hospital biomedical engineer reported the ventilator would not pass extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The unit was not in use on a patient therefore there was no patient harm or involvement. The biomedical engineer reported upon inspection of the check valve and reported the check valve body was found detached from the ring. As the device was out of warranty, the mfrs product support engineer (pse) advised the customer to replace the check valve to address the reported problem.

Manufacturer narrative:
Out of warranty; no request for mfrs service. Results - check valve.